Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters and broken skin on their back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended neosporin, wound dressings and allowing the skin to air out. Follow up indicated that the recommendations helped the skin irritation to improve.